Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery (ata). After a guide wire crossed the lesion, a 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote fc balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Microscopic examination of the inner shaft identified buckling of the inner shaft with a hole distal of the bi-component weld. The hole and buckling are consistent with interaction with a guidewire. The tip was damaged. The hypotube was kinked 5cm from hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 18 atm. The reported information indicates the device was inflated to 8atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device as it is likely that the damage was due to a guidewire puncturing the inner shaft. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery (ata). After a guide wire crossed the lesion, a 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.